Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected, where no issues were found. The unit taken to a programming station where it was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tower and robot were not connecting at power up. They reset the breakers, performed an emergency power off (epo) on the robot, reseat the blue cable and the system powered on, but did not complete power on self-test. They unplugged the blue cable and powered on the tower and console in standalone mode and both power on and work in standalone mode. The tower did not power on. The system was down. The procedure was aborted with no patient involvement.